Event description:
It was reported via repair work order that the cot dropped to the ground due to the handle mechanism malfunctioning. No injuries reported.there was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This is a duplicate of MFR report # 0001831750-2013-05507. The serial number (B)(4) and catalog number 6082000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-05507 for full reporting of serial number (B)(4) and catalog number 6082000000 for this complaint.